Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, no product issue was identified as the product was found to be in conformance and met release specifications.

Event description:
It was reported that blood leaked from the tubing of the bd vacutainer® winged safety pbbcs. No serious injury or medical intervention.